Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately high results on their onetouch ping meter compared to their feelings and/or normal readings. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria since the control solution test performed fell out with the accepted control solution range for this strip lot. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.